Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call due to multiple issues with the insulin pump. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had cracks on the screen. Buttons were unresponsive, and customer experienced rewind problems. Customer also reported to have received a no delivery alarm. Customer declined troubleshooting on all insulin pump issues. The insulin pump is being replaced and is expected to return for analysis.